Manufacturer narrative:
The investigation included root cause, and analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that two cleo infusion sets did not adhere properly to the skin, with one failing to stick and another peeling off prematurely, resulting in a loose and leaking infusion site.